Event description:
On (B)(6) 2009, pt reported his up and down buttons are not responding. Pt reported he first noticed the button issues a few months ago. Pt reported it was an intermittent issue at first, and now they are not responding at all. Pt stated he noticed this when he was attempting to give a bolus. Patient reported the buttons pop back up when pressed. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.